Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump lost prime with no audio notification and the basal rate continued to flow. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because it is unclear at this time if the issue could impact insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2016 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten and no alarms were found related to the issue. The rewind, load, and prime steps were performed successfully with no alarms. The force calibration testing was performed and passed. The pump was exercised for 24 hours and no loss of prime alarms occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.